Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention was undertaken wherein the right t12 lead was fractured and replaced restoring effective therapy.

Event description:
Initial report b5 was correct: it was reported both the leads had fractured which was confirmed via x-rays. Surgical intervention was undertaken wherein the right t12 fractured lead was unable to be taken out fully and left partially in due to scar tissues and the left lead explanted. New leads placed at bilateral l1 and therapy was restored.

Manufacturer narrative:
Corrected b5. Corrected d10. Corrected e1. Corrected h6 health effect - impact code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3 -date of event is estimated.

Event description:
It was reported both the leads had fractured and confirmed vis x-rays. Surgical intervention was undertaken wherein the right t12 fractured lead was unable to be taken out fully and left partially in due to scar tissues and the left lead explanted. New leads placed at bilateral l1 and therapy was restored.